Event description:
Patient reported that the device generated a numeric result (value not provided) without having first applied blood or control solution to the test strip. Patient indicated that no action was taken based on this result. No patient injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.